Event description:
Incident: failed vacuum device with transition to the emergency c- section (B)(6) year-old g2, p0010, now p1 011, presented in labor at (B)(6) gestational age. Patient progressed spontaneously to 8 cm dilatation. When assisted rupture of membranes was performed, thick meconium was noted at the time of rupture. Throughout there were variable and prolonged fetal heart rate decelerations noted. After 2 hours of pushing, the fetal vertex descended to +2 station. At that point conversation about a vacuum-assisted delivery was discussed and requested. Examination showed the baby in a roa position with some molding of the fetal vertex at +2 station. The vacuum cup was placed on the fetal vertex in the midline at least 1 cm from each fontanelle. On the third contraction, the device malfunction occurred as the vacuum cup broke off from the rest of the device. Suction was manually released and the cup was removed from the fetal vertex. Baby sustained a moderate cephalohematoma. Prolonged bradycardia was then noted with fetal heart rate descending briefly into the 60s. Due to maternal exhaustion and failed vacuum-assisted delivery, decision was made to proceed to cesarean section. Patient transitioned to emergent c-section after device failure. FDA safety report ID# (B)(4).